Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the pace/sense channel. The impedance and sensing measurements were within normal limits. The episodes of noise were non-sustained; therefore, no therapy was given as a result. The patient requested that the lead be explanted with no replacement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed two sets of setscrew marks on the is-1 terminal connector. One set indicated the lead was fully inserted into the header, the other indicated inadequate insertion into the header. Analysis indicated that inadequate insertion would cause electrical anomalies. Analysis also revealed that the rs- coil was fractured. The damage was approximately 26.2 centimeters (cm) from the is-1 terminal pin which is 2 cm from the suture sleeve tie down. This type of fracture is consistent with a fatigue fracture.